Manufacturer narrative:
Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 or rewind anomaly noted, however device was received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor and not able to rewind the insulin pump. The customer's blood glucose value was 162 mg/dl. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. Insulin pump had pump error again after troubleshooting. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.